Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced failure code 814:04 on channel b. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There were no reports of patient involvement, patient injury or medical intervention. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 814:04 was confirmed during product evaluation in the pump's event history. This condition was caused by a disconnected air in line printed circuit board (ail pcb). The ail pcb was reseated on channel b to correct the reported condition. Additional information: the root cause investigation is in progress through mdq-CAPA-(B)(4).